Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from 8 patient samples, using vitros immunodiagnostics products tsh reagent lot 5446 processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events as precision testing performed was within ortho guidelines. A vitros tsh lot 5446 reagent issue cannot be completely ruled out as there are insufficient qc fluid data points available to make a complete assessment of the reagent performance. Furthermore, the samples used in these correlation studies are of unknown age and it is not known how the samples have been stored and for how long. Therefore, improper sample handling cannot be completely ruled out as contributing to the event. A sample interferent that affects the vitros tsh assay, but not the non-vitros assay cannot be ruled out as contributing to the event. The customer provided additional information, stating that a number of patient samples contained elevated levels of biotin, ranging from 20 to 106 ng/dl; the customer did not identify which samples were affected. Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5 ug/dl. However, current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg. 278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event in addition, the customer provided medication history for the patients for which discordant results were generated. Each patient is taking multiple drugs which are not listed in the vitros tsh instruction for use limitations of the procedure section. It is unknown if an individual drug or the combination of the drugs involved impacts vitros tsh assay results and not the non-vitros tsh methods. It is also possible that an unknown interferent may be present in the affected patient samples that may affect the vitros tsh assay and not the non-vitros tsh methods. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained higher than expected vitros tsh results on 8 patient samples tested using vitros immunodiagnostics products tsh reagent on a vitros 5600 integrated system, during a correlation study with two non-vitros tsh methods. Patient sample 6 result of 0.13 miu/l versus alternative methods results of 2.3 and 2.15 miu/ml. Patient sample 8 result of 0.03 miu/l versus alternative methods results of 0.4 and 0.37 miu/ml. Patient sample 9 result of 0.21 miu/l versus alternative methods results of 1.6 and 1.38 miu/ml. Patient sample 26 result of 0.09 miu/l versus alternative methods results of 2.3 and 2.67 miu/ml. Patient sample 31 result of 0.17 miu/l versus alternative methods results of 2.0 and 2.39 miu/ml. Patient sample 35 result of 0.36 miu/l versus alternative methods results of 2.3 and 2.04 miu/ml. Patient sample 36 result of 0.08 miu/l versus alternative methods results of 1.1 and 1.9 miu/ml. Patient sample 39 result of 0.12 miu/l versus alternative methods results of 2.1 and 2.2 miu/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient sample results were generated as part of an investigational correlation study. It is unclear if results were reported from the laboratory, however ortho has not been made aware of any allegation of patient harm as a result of these events. This report is number one of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).